Event description:
The bravo capsule failed to attach to the esophagus. The assembly was removed without the capsule. The scope was introduced to check capsule placement and the capsule was noticed in pharynx. Anesthesiologist was able to remove the capsule with magill forceps. A second capsule was attached without incident.